Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). Device evaluation: product evaluation was not performed because the product has not yet been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one file which is coded for sup optimal results which is not related to the complaint issues of this investigation. Therefore, no escalation is necessary. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was black mark in the centre of the lens. After the intraocular lens (iol) was inserted, the doctor was unable to remove the black mark on the iol surface. Iol was replaced with another lens. No further information available.